Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose was more than 700 mg/dl. The current blood glucose is 281 mg/dl. The customer treated their high blood glucose with intravenous, pen. The customer was wearing insulin pump during hospitalization. The customer reported that the when checked meter blood glucose was 500s mg/dl and customer went to emergency room registering in the 600s mg/dl and actual number was 750mg/dl after testing. The insulin pump will not be returned for analysis.